Manufacturer narrative:
There are no reports from the patient of any external trauma or other events that are likely to have caused the lead damage within 2 weeks of being implanted. Suspect the lead was damaged during the implant procedure and it was not noted until activation found the impedance issues, however this is unable to be fully confirmed.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023 to treat knee pain. On (B)(6) 2023 the patient presented to the clinic for system activation and it was noted that one of the implanted leads was returning high impedance readings on all four contacts. Repeat readings were taken with the patient in various positions with consistently high readings. Xray imaging was performed and showed no obvious issues. Subsequent additional xray imaging did confirm that the lateral lead appeared to be damaged, but the medial lead was functing as expected and the patient reported pain relief from the medial lead. Interventions were deferred for several months, at the patient's request, and the patient continued to use the system with a single lead. On (B)(6) 2024 a surgical revision was performed to replace the damaged lead. Post-op testing found all components functioning as anticipated and no further impedance issues.